Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor resistance was too high and the controller was dented because the device was dropped. It was further determined that the motor was blocked, seized and running rough, the controller was damaged and the motor and bearings were worn out. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing and improper maintenance as the device was dropped. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor was blocked, had seized and was rough running on the battery reamer/drill device. It was further observed that the device had a damaged controller, the motor and bearings were worn out and failed the battery coupling testing. It was noted in the service order, that it was difficult to attach the battery casing and the device was running rough. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.